Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegation of infection and erosion were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Additional information indicates that the patient presented with a boil over the pocket site a few weeks ago thus it was excised and closed. However, post excision, the device and rv lead began to erode through the incision site. Reportedly, the patient also had three previous infections with devices. There were no additional adverse patient effects reported. The rv lead was explanted.